Event description:
In 2008, the lay user/patient contacted lifescan alleging the one touch ultra meter was reverting to setup mode. The medical affairs specialist was not able to contact the patient to obtain/clarify information. The medical affairs specialist listened to the troubleshooting telephone call to attempt to clarify information. The patient stated, the issue started on the day before in the afternoon. The patient woke up at around 4:30 am on original date, and he saw the paramedics at his house. The patient mentioned that when the emergency staff tested her blood sugar, they obtained a reading of 21 mg/dl. The patient was then admitted to the hospital and also mentions receiving insulin at the hospital but did not know the dose. It is unknown when or why the insulin was reportedly administered at the hospital. When the patient left the hospital, the hospital reportedly obtained a result of 165 mg/dl. The patient did not know what symptoms necessitated treatment from emergency services as he was asleep before they arrived. During the troubleshooting telephone call it was determined that there was no meter trauma. The issue did not occur immediately after replacing the battery. The product was not new. The issue was resolved after troubleshooting. This complaint is being reported because the patient was not able to test on his meter and reportedly needed medical attention. In addition, it was reported that the paramedics obtained a reading below 40 mg/dl, which is considered hypoglycemic. The reason the patient needed medical attention and what symptoms he actually developed are unknown.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.